Event description:
A malfunction was reported when malf 9 code was displayed on the customer¿s pump, and a pump reset did not prevent recurrence of the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.